Manufacturer narrative:
During inspection and testing, service confirmed there was a leak due to cuts in the top of key #1. The switch box was scratched, and switch button #1 was broken. In addition, the light guide cover lens was scratched. The charge coupled device (ccd) cover lens was cracked, and the ccd cover lens glue was chipped. The forceps cover was deformed. The connecting tube was scratched, and the coating was peeling off of the connecting tube. The control grip was scratched, the scope body was damaged, and the scope cover was scratched. Paint was peeling off of the air/water cylinder nut. The universal cord was kinked and demonstrated chemical damage. The electrical connector and seat holder unit demonstrated corrosion, the flexible printed circuits were broken, and the connector cover ring was detached. The control unit wire stopper angulation was out of specification. There were defective piezo elements in the probe unit. The ultrasonic connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the surface of the acoustic lens was damaged, and there was a gap in the adhesive on the surface of the acoustic lens. This report is being submitted for the malfunction found by service during the device evaluation [gap in adhesive]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it has been pointed out that leakage has occurred due to the breakage of the key top, failure of the watertight part, and cracking of the resin parts. The surface of the acoustic lens was found damaged and there was a gap on the surface of the acoustic lens. It was determined that the phenomenon occurred due to the handling of users. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.